Manufacturer narrative:
Stryker evaluated the customer's device and replaced the battery pins. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device "keeps switching off." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The stryker field service representative was unable to verify or duplicate the issue. The battery pins were replaced as a precautionary measure. The root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device "keeps switching off." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.